Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative replaced the broken fitting (d103-00-0398-01), installed new batteries (d146-00-0039). Installed a new safety disk (d997-00-0985-01), and completed a full system test to factory specifications (the pm of this pump was overdue). Pump was returned to the customer. The broken luer is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that the male luer fitting that connects to the iabp fill port on the crm was physically broken off. No patient was involved.